Manufacturer narrative:
The event reportedly occurred in 2023. Staxi became aware of the event on february 16, 2026. Prior to this date, staxi had not received any complaint or notification regarding this incident. The report is being submitted within 30 days of manufacturer awareness in accordance with 21 cfr 803.50. Staxi is investigating the incident and requesting addtional information.

Event description:
Report of a front caster falling off chair whilst passenger being pushed up a incline, causing the passenger to fall from the chair.